Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator (pn: 374848-09 // sn: (B)(4) associated with system rsk8006) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated. The unit was in good condition. Log review found error 48402 class_0 the temperature of the camera tip has reached the error level. This may also be accompanied by a ui message on the display. The unit was install into the test system and it worked fine with a synchroseal (ss) instrument installed. The ss instrument was used with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal approximately 100 times and the unit worked fine without any issue. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 29-jul-2021 and found no record of additional complaints related to this event specifically. No image or video clip for the reported event was submitted for review. System error log review was conducted during the isi support call on 27-jul-2021 and there were no observed e-100 generator related errors. System error log review was also conducted on 29-jul-2021 for a procedure on (B)(6) 2021 on system rsk8006 @ 11:48:51 am. While there was an entry for ¿a surgeon¿s hand may not have been touching the left mtm while in following mode at ssc1¿, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality during the 49 minute procedure. A review of the instrument logs was also performed. All reusable instruments used in the case have been used in subsequent procedures and at this time, a site history search shows no complaints filed against any of the instruments used in this case. An isi field service engineer (fse) investigation has been completed. The fse performed a functional check of the e-100 generator and did not note any issues while performing seal and cut functions on wet tissue. As a precaution, the fse replaced the e-100 generator p120342848 for system rsk8006. Systems tested and verified as ready for use. Based on the information provided at this time, this complaint is reportable due to the following: injuries, such as bruises, that typically heal without permanent consequences are not considered ¿permanent impairment¿, nor is a post-operative leak not requiring surgical repair. However, the described event meets the criteria of a reportable adverse event because, although no medical intervention was initially required for the hematoma, the patient had diagnostic testing with additional hospitalization. Additionally, the patient exhibited signs of infection for which the affected area was expected to be drained by an interventional radiologist (ir). At this time, the root cause of the post-operative complications requiring diagnostic testing, medical intervention, and additional hospitalization is unknown.

Event description:
After a da vinci-assisted sleeve gastrectomy procedure that was successfully completed robotically on (B)(6) 2021, the patient experienced abdominal pain and returned to the hospital on (B)(6) 2021 where MRI imaging confirmed an unspecified amount of post-operative blood collection in the upper left quadrant showing an omentum bleed by the ¿short gastrics¿ and an unspecified size hematoma. The patient was readmitted to the hospital where the hematoma was left to ¿absorb on its own¿. On (B)(6) 2021, the hematoma became ¿infected¿ noted by increased white blood cell (wbc) count and continued abdominal pain. While no subsequent procedure was anticipated, an interventional radiologist (ir) plans to drain the affected area. The surgeon cited a broad allegation that the issue stemmed from use of the e-100 generator but specific malfunction allegation details were unknown. It was confirmed that there was no additional or unexpected bleeding during the initial da vinci procedure and the quantity of blood loss post-operatively was unknown. However, estimated blood loss was reported as being under 750ml and no blood transfusion has been required to date. Related to the initial da vinci procedure, there was no allegation of a da vinci instrument malfunction. There was no intra-operative arcing or other energy instrument issue. All instruments worked as expected and as intended. There were no intra-operative complications.